Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. No motor error alarm and the motor passed motor the motor test. No e70 alarm on alarm history screen. However, the insulin pump was received with minor scratched lcd window and cracked case near the display window corners.

Event description:
It was reported that the insulin pump alarmed motor error during bolus/basal delivery. The alarmed has occurred five times within the past thirty days. The customer's blood glucose was unknown. The customer does use the sensor feature. They were able to rewind the device. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.